Event description:
It was reported that during a thyroid procedure as soon as the surgeon deployed the mcm30 clips, they weren't clipping at all. They tried a few times but none of them were working. A new device was opened, there was no surgical delay. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 6/3/2025. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how did device not work? Did device jammed (not fire clips)? Did device not feed clips? Did device drop or eject clips? Did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? If other please specify. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/10/2025. Additional information was requested, and the following was obtained: how did device not work? No further information supplied. Did device jammed (not fire clips)? No further information supplied. Did device not feed clips? No further information supplied. Did device drop or eject clips? No further information supplied. Did device sideways feed clips? Information not supplied by customer. Did device fire malformed clips? Information not available. Did device fire scissored clips? Information not available. If other please specify n/a.